Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is unconfirmed as the alleged failure could not be reproduced. One 4 fr single lumen groshong nxt clearvue catheter with a stiffening stylet and flushing hub inserted, one proximal connector piece, and a kit label for a 4 fr single lumen groshong nxt clearvue catheter were returned for evaluation. An initial visual observation showed no obvious evidence of use. The proximal end of the catheter was measured to be positioned on the cannula of the flushing hub approximately 0.4 cm distal to the white plastic of the hub. Nothing remarkable was observed during tactile evaluation. The catheter and proximal connector piece were flushed and pressurized with a 12 ml syringe of water and no leaks were observed. Both the catheter and the connector piece were found to be patent to infusion and aspiration. A microscopic observation revealed no damage on the returned catheter, stylet, or connector piece. A lot history review (lhr) of recn1185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when examining the catheter for integrity prior to placement, the operator found that the proximal end of the catheter body inside the packaging was perforated by internal stylet, making the catheter unusable.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0024 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0024) have been reported from the same facility in (B)(6).

Event description:
It was reported that when examining the catheter for integrity prior to placement, the operator found that the proximal end of the catheter body inside the packaging was perforated by internal stylet, making the catheter unusable.